Event description:
Country for complaint: (B)(6). Complaint states: during the surgical procedure the pt presented with wound dehiscence with the catgut cro. Further, the needle was bent.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: four closed envelopes. Revised stock was verified that (B)(4) units are in stock for this product code and batch reference. The batch manufacturing record was received and it was shown that this product had a normal process and the results obtained during the process, met the requirements of the OEM. Results for batch release results obtained for batch release for the tensile strength in the knot, met the requirements laid down for this type of suture. A received samples underwent the endurance test voltage at node where evidence that the results of the received samples meet the requirements for this type of suture. Additionally it was noted that the strands had a normal behavior and the mean value was 36 percent above the specification of usp/ep, additionally, during testing it was noted that no loops are released. Given the above, this claim is assessed as "not justified", since the results obtained for batch release and analysis of tensile strength in the knot of the received samples meet specifications.